Manufacturer narrative:
The units of measure used for ca 19-9 are u/ml and the units used for cea are ng/ml. The first patient sample had an additional ca 19-9 repeat value of 2.42 u/ml. The ca 19-9 values of < 2.00 u/ml, < 2.00 u/ml, and 2.42 u/ml were believed to be correct. The second patient sample had an additional cea repeat value of 35.7 ng/ml. The repeat cea values of 33.8 ng/ml and 35.7 ng/ml were believed to be correct. This patient is a 79 year old male. Two additional patient samples had discrepant ca 19-9 results (samples 3 and 4). It is unknown if any incorrect results from these samples were reported outside of the laboratory. Sample 3, from a 68 year old female patient, initially resulted with a ca 19-9 value of 120 u/ml on (B)(6) 2019. The sample was repeated twice on (B)(6) 2019, resulting with values of 90.8 u/ml and 91.7 u/ml. The repeat values were believed to be correct. Sample 4, from a 78 year old male patient, initially resulted with a ca 19-9 value of 80.9 u/ml on (B)(6) 2019. The sample was repeated three times on (B)(6) 2019, resulting with values of 156 u/ml, 82.2 u/ml, and 79.6 u/ml. The cea reagent lot number was 426315, with an expiration date of (B)(6) 2020. The ca 19-9 reagent lot number was 416245, with an expiration date of (B)(6) 2021. For the last ca 19-9 calibrations on (B)(6) 2019 and (B)(6) 2019, there were no alarms on the calibrations and the calibration signals were lower than expected. For the last cea calibration performed on (B)(6) 2019, there were no alarms on the calibration and the calibration signals were slightly lower than expected. Quality controls recovered within range for both assays, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was slightly too long and the speed was slightly too fast. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. The field service engineer determined there was an issue with volume detection. The sample needle was replaced and this resolved the issue with cea. The customer continued to have issues with ca 19-9. With relation to the cea data: the investigation could not identify a product problem. The cause of the event could not be determined. With relation to the ca 19-9 data: investigations are still ongoing. Medwatch fields a2. And a3. Have been updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay and a second patient sample tested with the elecsys cea assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. No units of measure were provided for the tests. The first sample initially resulted with a ca 19-9 value of < 2. The sample was repeated twice, resulting with values of 44.7 and < 2. The second sample initially resulted with a cea value of 60.3, which repeated as 33.8. The ca 19-9 and cea reagent lot numbers and expiration dates were requested, but not provided.